Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 1 instances of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked display lens. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-40 years of age and between 125 and 125 pounds. Of the reported patients, 4 were male, 2 were female, and 0 were unknown.